Event description:
Boston scientific crm received information that the patient implanted with this device alleged that the device was not working properly. The patient reported that they have to go in monthly for atrial fibrillation cardioversion and expressed dissatisfaction that the device did not treat that kind of arrhythmia. The patient also alleged that their heart rate has been 30 bpm and that their device did not pacing as needed. The patient threatened to pursue litigation.

Manufacturer narrative:
The patient was referred to their physician regarding their medical care. Attempts to obtain additional information were unsuccessful. All information indicates that the device remains in service.

Event description:
New information received indicates that this device exhibited long charge times during middle of life.

Manufacturer narrative:
--

Manufacturer narrative:
Upon recepit, visual inspection was unremarkable. All seal plugs were intact and all set screws operated normally. The battery status was end of life (eol) which was set by charge times on the date of explant. No additional analysis was performed due legal hold.